Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset instructions, confirmed malfunction did not recur after reset, advised caller to continue using pump, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.